Manufacturer narrative:
H3: product analysis #(B)(4): equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): an axium prime coil and an instant detacher were returned for analysis within a shipping box; within an opened plastic bag and within an opened axium prime coil inner pouch. The axium prime coil was returned without introducer sheath. Visual inspection/damage location details: (pli-10) upon inspection the axium implant coil pushwire was found to be broken proximal to break indicator and bent at ~55.4cm from proximal end. This is indicative manual detachment attempts were made. The coin was found not against the lumen stop. The shield coil was found intact with the implant coil already detached and returned. The implant was found to be stretched and damaged. No other anomalies were observed. (Pli-20) visual inspection of the assembled instant detacher (ID) showed no defects. During evaluation, the instant detacher was taken apart to evaluate the components. All components appeared to be normal. The surface around the bottom inner diameter of the instant detacher cap appeared to be clean. The inner diameter of the instant detacher was found to be damaged. No other anomalies were observed. Testing/analysis (including sem reports): (pli-20) an in-house axium coil was then selected for testing with the instant detacher. No difficulty was experienced inserting the pushwire into the instant detacher, and the load indicator was not visible when the pushwire was fully seated in the instant detacher cap. The implant coil was detached without issue. The instant detacher cap inner diameter was unable to be measured accurately as it was found to be damaged. Conclusion: based on the analysis performed, the customers report of ¿non-detachment¿ was unable to be confirmed as the pusher was returned with the implant coil already detached. Based on the analysis findings, the customer report of ¿unable to detach¿ was unable to be confirmed as the in-house implant coil was successfully detached manually during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the non-detachment was not determined. 3 attempts were made to detach the coil using the instant detacher. 2 attempts were made to detach the coil using the manual method. The instant detacher lot number was unknown. Prior to coil non-detachment, no issues were encountered. There was no pushwire damage observed after removal from the patient. The information is confirmed by the physician.

Event description:
Medtronic received information regarding an axium coil non-detachment. It was reported that the axium coil and all accessory devices were prepared as indicated in the instructions for use (IFU). The coil did not detach. A second instant detacher (ID) was not tried and it is unknown if there was a manual attempt at detachment via hypotube. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.